Event description:
It was reported that pump experienced malfunction alarm with code malf 12 and fault ID 0x2071, without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction code recurred, which caller acknowledged and understood.